Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132 serial#: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was having difficulty charging the ipg and was experiencing discomfort at the ipg site due to its location. The patient underwent a revision procedure wherein the pocket was relocated. No device malfunction was suspected. The patient was doing well postoperatively.